Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had an air/water problem. Inspection and testing of the returned device found foreign material clogged in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; the bending section rubber glues worn out, the distal end insulation was out of specifications, lenses glue was worn out and damaged, bending angulations was out of specifications, the light guide lens was chipped, connecting tube was dented and wrinkled, the scope cover was damaged and leaky, key top 1 was cut, switch 1 was discolored, and universal cord was buckled and a grey gelatinous substance, which seems to look like cleaning agent residue that could not be removed was clogging the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: e2 was inadvertently checked; reporters title is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter. However, it is possible that foreign remained in the device due to improper reprocessing caused by a leak at the scope connector cover. The root cause of the failure could not be determined. User may be able to detect the suggested event by handling device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.